Event description:
The intraocular lens was explanted due to surface opacification.

Event description:
The surgeon reported surface opacification of the intraocular lens at approximately 18 months post-operative. The pt's visual acuity decreased to 2/60. The lens remains implanted.